Event description:
Boston scientific received information that noise was reported on this right ventricular (rv) lead. The device was reprogrammed extending the duration in the vf zone. There was no evidence of oversensing or asystole for greater then two seconds. No adverse patient effects were reported. During the most recent follow up approximately one year later it was noted that noise was once again recorded on the electrocardiogram resulting in asystole for greater then two seconds on the rv lead. It was noted that after the reported asystole pacing resumed on the rv channel followed by asystole for two seconds. The patient was pacemaker dependent, but was not symptomatic and was not aware of any problems. Myopotential testing was not able to reproduce the noise. The device rv sensitivity was decreased and the patient will be followed up in approximately three months. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.